Event description:
The following summary should illustrate the events leading up to the reportable incident. On 11-5-98 the surgical supplies coordinator contacted the smith & nephew representative to order more of the cobra 3 standard offset 12/14 femoral component, (labeled as stock), because the last component had been used that day. The sales representative had to pull stock, (labeled as new), from another hospital because the product needed was on back order. Unfortunately, the component that was pulled from the other hospital was part of a new product line that was incompatible with the product at uf. On 11-6-98 uf received the incompatible femoral component and added it to the surgical stock not knowing that the component was only compatible with the new product line and would not be compatible with existing stock. The combination of not knowing the femoral component was incompatible with the existing product line at uf and the fact that the packaging of the two components were exactly the same except for the additional test on the new product label lead to the incomplete left hip hemiarthoplasty on 11-7-98. The correct femoral component catalog #71312163, lot# 80908036 was implanted on 11-8-98 to complete the hemiarthoplasty revision. The patient experienced no complications and was discharged on 11-12-98.